Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. The cartridge and infusion set were changed and insulin therapy was resumed. Customer could not recall if blood glucose was impacted.